Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device did not suspend at 0.70 g/l. Customer's blood glucose dropped to 0.51 g/l. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The test guardian two link with the glucose sensor simulator communicated properly to the pump noted. The pump was programmed with the suspend before low and suspend on low alerts and all alerts functioning properly. The pump was received with a scratched case, pillowing keypad overlay and minor scratches on the lcd window.